Event description:
Champion-af study. It was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a deployed device diameter of 23.9mm. There were no patient complications that were reported to have occurred. The patient was discharged on rivaroxaban. 749 days post procedure the patient had a fall and presented to the emergency department with complaints of aphasia and right facial droop. The patient was admitted to the hospital and diagnosed as having a transient ischemic attack (tia). No other complications have been reported to have occurred. Four (4) days later the tia event has been resolved, and the patient has been discharged home.